Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had not charged the scs ipg in a couple of years. The ipg battery depleted and the patient had lost therapy. The ipg was replaced and stimulation therapy restored postoperative.